Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer¿s blood glucose level was 245 mg/dl.